Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early-morning low blood glucose while using the ilet with a g7 cgm and contact detach infusion set; the user did not announce a small dessert at night, the pump¿s automated dosing and correction features were active, and the user inquired about meal announcement practices and pre-bed snacks. Symptoms included hypoglycemia. Outcomes included no injury requiring medical care and successful self-recovery with education provided. Investigation included review of usage history and user report, along with troubleshooting and education on appropriate carbohydrate announcement. Investigation of this case revealed no device malfunction and suggested that unannounced carbohydrate intake likely led to algorithm-driven corrections contributing to nocturnal hypoglycemia, with device alarms and pump safety features functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user-related factors could not be ruled out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.